Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR.: promus elite ous mr 20 x 3.50 stent delivery system was returned for analysis. A visual examination of the stent noted stent damage. Stent struts were lifted, stretched and bunched in a proximal direction towards the proximal markerband. The stent outer diameter could not be measured as the whole length of the stent was damaged. Stent markings were visible on the balloon. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. The tip was stretched and lengthened. A visual and tactile examination of the hypotube found a break located at 70.5cm distal to the distal end of strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09jul2020. It was reported that a shaft kink occurred. Vascular access was obtained via the femoral artery. The concentric target lesion was located in the mildly calcified mid left anterior descending artery. The lesion contained a significant bend of more than 90 degrees. A 20 x 3.50 promus elite drug-eluting stent was advanced for treatment, but the stent shaft got an acute kink during manipulation. The procedure was completed using another stent with guidezilla support. There were no patient complications reported and the patient was stable and doing well. However, returned device analysis revealed stent damage and a hypotube break.